Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient saw a poor communication screen. The patient could communicate with the recharger. The patient was asked to reconnect the antenna and that didn't resolve the issue. The patient was also not able to connect with no antenna attached. The patient was calling back with the recharger to troubleshoot. The patient had poor telemetry or no telemetry while recharging. The patient is seeing a reposition antenna screen on the recharger. The patient stated that they charged 4 days prior. The patient does not feel stimulation, so they aren't sure if the implant is working. The patient can't do anything with stimulation because of the lack of communication. The patient stated that they have always had issues to find coupling boxes, to the point where it hurts. The patient couldn't get any coupling boxes all the previous night. The patient usually has to lay down to charge, so the patient tried to lay down but still gets the reposition antenna screen. The patient says when they go to the healthcare provider (hcp) they find full boxes right away. The patient had their child help place the antenna, but still get the reposition antenna screen. The patient was redirected to their hcp to look at the device. The patient called back and repeated the same information. The patient was emailed listings as their doctor no longer saw them. No further complications were reported or anticipated.